Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device replacement procedure, when the rv shock impedance was tested from rv to ra sensing vector, high out of range shock impedance measurements of 150 ohms were observed. An x-ray was taken which did not show any findings relating to the rv lead. The sensing vector was reprogrammed to rv coil to can which yielded a shock impedance measurement of 120 ohms. A synchronized shock was performed which gave an impedance measurement of 116 ohms. The physician opted to leave the rv lead programmed to rv coil to can. Additionally, the x-ray showed that the related right atrial (ra) lead was fractured. This lead remains implanted and in service. No adverse patient effects were reported.